Event description:
Reporter indicated that upon explant, a break in the lead insulation was noted. It was initially reported that the pt began to turn their head quickly with pain approximately 4 months prior to explant and that a slight protrusion was subsequently noted in the neck area. Shortly thereafter, the pt reportedly began to lose a little of their seizure control. Device duty cycle was increased after which the pt began to sometimes cough with stimulation. Approximately one month later, device programmed parameters were reduced which resolved the coughing. Another month later, the pt began experiencing painful stimulation at the neck site. The coughing reportedly returned and the pain worsened and spread to the throat and ear. Device diagnostic testing at office visit was within normal limits, indicating proper device function. It was later reported that the pt was scheduled for revision surgery as a result of the aforementioned problems. A break in the lead insulation was noted during revision surgery, so the ncp system was replaced. Neurosurgeon indicated that he did not know whether the "nick" in the lead insulation was already present or whether he caused it during the revision surgery. Analysis of returned lead revealed an opening in the lead insulation on the negative coil. The coil was nicked at this location, but no discontinuities in the coil were identified. This condition was most likely caused by the use of an electro-cautery tool as evidenced by the appearance of the coil. Investigation to date has been unable to determine the cause of the pt's symptoms as it appears that the lead was damaged during the revision surgery.